Manufacturer narrative:
Device manufactured between: may 27, 2018 to may 28, 2018. Five (5) actual devices were received for evaluation. Visual inspection of the bags was done and no defect could be identified of the reported issue during initial inspection. Upon functional testing, a spike port cap leak from the spike port was observed on all samples. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were observed at the hospital drug storehouse prior to patient treatment. There was no patient involvement. No additional information is available.